Event description:
Staff was in the process of running pre-vac biological tests in the or sterilizer. Two of the instant read ssi packs were dry, which made it unable to process properly in the incubator. Staff are seeing trends with these packs with regards to either dry or missing strips.